Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided states that the injector broke during use. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00071.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the r-inj-04 injector batch b511 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (04/2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch (B)(4).